Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split catheter tubing is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted into the patient, and a split was observed in the catheter tubing near the molded joint. The split appeared longitudinally aligned with a slightly curved shape. No further details of the damage could be discerned in the photograph, and no additional damage was seen on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that at 12 hours after implantation, it presented breakage in the proximal part of one of the lumens. The other lumen did not present any incidence. They have reviewed the handling and management of the catheter at implantation and in subsequent care, all the usual care has been followed. Additional information received on 9/16/2025: the catheter was removed. The leak was external to the patient. There was no patient symptoms or intervention needed. The event did cause a delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.